Event description:
It was additionally communicated that the patient experienced only af when the ICD shocks occurred, and not vf. The patient had a history of af prior to device implantation, and not vf.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia and elevated lactate dehydrogenase (ldh) could not be conclusively established through this evaluation. The reported superficial driveline damage to the pump cable was confirmed via the submitted images; however, a specific cause for the damage could not be conclusively determined through this evaluation. The submitted images showed a portion of the pump cable, which revealed that part of the outer jacket was missing, exposing the underlying layers; however, no wires were visible. A majority of the damaged outer jacket was covered in tape. Review of the submitted log files captured the pump functioning as intended. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and hemolysis, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 6 also provides the recommended anticoagulation regimen, including international normalized ratio range, as well as the suggested anticoagulation modifications. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU, ¿patient care and management¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿, instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged).¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide additional instructions regarding driveline care in sub-sections entitled, ¿what not to do: driveline and cables¿. Furthermore, section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. The patient handbook cautions the user to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review for the patient who was admitted on (B)(6) 2026 with two implantable cardioverter defibrillator (ICD) shocks while at home. ICD interrogation confirmed ventricular fibrillation (vf) events, and the patient was started on medication. There were no device alarms, but it was noted there was previous and new visible damage to the driveline between the exit site and connection to the modular cable. Additional rescue tape was applied to the driveline. Images were not available and the site later reported that there was not damage to the driveline. There were no unusual events recorded in the log file event history. Lab values were as follows: hemoglobin was 13.7, platelets 185, white blood cell count 5.5, international normalized ratio (inr) 3.9, and lactate dehydrogenase (ldh) was 420. Per the site, atrial fibrillation (af) was also reported. The arrhythmia reported in the event was non-sustained and did not result in clinical compromise. The patient did have a history of af and an ICD placed prior to left ventricular assist device placement. The arrhythmia reported was considered to be therapy related. The patient was treated by being given an increased dose of amiodarone. The arrhythmia resolved.